Event description:
Customer reported that during unknown procedure, when surgeon stimulated implant to deploy; both t1 & t2 were released together. If it unknown if the t¿s were retrieved or left behind in the patient.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).